Manufacturer narrative:
The reported event of crm (B)(4)- occlusion alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that the nurses are stating that they are experiencing occlusion issues. There was no report of patient harm.